Manufacturer narrative:
Two bivona tubes were returned for analysis. One trach partially inflated and the other did not inflate at all. Using a standard syringe, 14cc's of air was inserted into the inflation line ( trach #1 ), the cuff inflated evenly. Using the same syringe, 14cc's of air was inserted and the cuff did not inflate ( trach #2 ). In the second attempt, following instruction for use (IFU), the cuff inflated evenly. Per the IFU, it states under set up that if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. Using a standard ruler, both trachs measured at 14mm on one side and 16mm on the other side of the cuff. The cuff symmetry for both devices met the manufacturing specification. The reported problem could not be confirmed. No corrective actions are planned at this time.

Event description:
It was reported that the cuff component of the custom tracheostomy tube failed to inflate appropriately. The patient had to go to an outpatient clinic in order to have another device placed. No further patient injury or complications were reported in relation to this event.